Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rv (right ventricular) bipolar lead impedance was high and an alert had been triggered. Elevated rv threshold was also noted. The right ventricular (rv) lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.